Event description:
A report was received that the patients ipg had migrated and flipped to it side which cause difficulty charging. The patient underwent a revision wherein the ipg was repositioned. The patient was doing well postoperatively.